Event description:
The facility representative reported a device that all channels failed and over infused during biomed testing. The hospital representative did not have information regarding whether there have been any reports of any patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failed channels and over infusion was not confirmed during biomed testing. The infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump met the accuracy test. The specification of this device is +/-5%.